Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer did not perform the load fill tubing process during the load sequence resulting in air being delivered instead of insulin to the customer. Customer's blood glucose was 284 mg/dl. Reportedly, customer changed infusion set to resolve the issue and resume insulin delivery.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.